Event description:
It was reported that foreign matter was present on bd ultra-fine¿ ii insulin syringes. There was no report of patient impact. The following information was provided by the initial reporter: "foreign matter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-05. H6: investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open blister pack from lot # 9280160. Customer states that there is foreign matter. The retuned syringe was examined and exhibited a piece of translucent material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene. A review of the device history record was completed for batch# 9280160. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined for this complaint. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was present on bd ultra-fine¿ ii insulin syringes. There was no report of patient impact. The following information was provided by the initial reporter: "foreign matter."